Event description:
A customer reported a contained leak on a unicel dxc 800 pro instrument. The customer stated fluid from the cap piercer was found on top of the sample tube caps when the instrument was offloading samples. The customer stated the leak was contained with not fluid leaking from the sample/reagent probe. No erroneous patient results were generated or reported.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found fluid in the cap piercer line #118 with a weak vacuum. He determined the obstructed check valve was the quick connect fitting (p/n 970338) on line #180. Flushing the quick connect fitting removed the obstruction and resolved the issue. (B)(4).